Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed weeping blisters under all of the therapy electrode pads due to an allergic reaction to nickel. The patient's physician prescribed a cream (decoderm tri) for the irritation. Follow-up indicated that the patient received an ICD and ended use of the lifevest. The medical outcome of the irritation is unknown.